Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 13:06pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 15 seconds at 13:05pm on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties were reset at 13:06pm on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 9 was to be set to the default concentration of 100% at 13:06pm on (B)(6) 2019. The properties of the reagent bottle in 9 prior to this user action were: ethanol concentration=80.6%, cycles=119, cassettes=6451 and days=56. Although the user affirmed that the ethanol concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 13:06pm on (B)(6) 2019, the actual ethanol concentration would have remained unchanged at 80.6% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The minimum final reagent concentration required for ethanol is 98%. Following the use error at 13:06pm on (B)(6) 2019, the reagent in bottle 9 (ethanol) was used for the final dehydration step of the "factory 12hr xylene standard" protocol comprising eight (8) cassettes, which started in retort a at 03:10am on ((B)(6) 2019 and completed at 15:30pm on (B)(6) 2019 and the "factory 8hr xylene standard" protocol comprising 99 cassettes, which started in retort a at 16:21pm on (B)(6) 2019 and completed at 07:00am on (B)(6) 2019, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the processing quality of tissue samples in a total of 147 cassettes from two (2) additional processing runs executed between (B)(6) 2019 would also have been adversely impacted, because the reagent in bottle 9 (ethanol) was used for the final dehydration step in both of these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint that: "tissue appears to have water" following completion of processing . The complainant advised that no error codes had been displayed; 99 blocks in retort a were affected; and an additional eight (8) blocks from a second run in retort a were also affected. On (B)(6) 2019, a leica applications specialist - core histology (fss) visited the laboratory, in order to both investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following information reported by the complainant: "I was on-site and spoke with the supervisor and techs. They said formalin bottles 1 and 2, ethanol 4, and xylene 13 were changed prior to the affected run. All reagents appear to be correct. No error codes. When on-site the supervisor said the tissue was mushy and hard to read by the pathologists were able to make a diagnosis. She was not sure if she smelled formalin in the wax but saw contamination in the tissue. A tech said she noticed liquid droplets on the lid of retort a. I thought the wax may have smelled like formalin. I did not visibly see contamination within the wax chambers. I pumped wax into retort a and after draining noticed about 50ml of liquid which I believe smelled like formalin." On (B)(6) 2019, the leica applications specialist-core histology received information that all cases involved in this event were diagnosable.